Event description:
It was reported that the pump exhibited a constant supercap post alarm. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the lower left and front corners of the tube holder area on the top case were cracked, the bottom case was cracked by the l bracket screws, and the plunder head was cracked by all the screws. Super cap and backup audible alarms found in pump event history log. During functional testing the super cap and backup audible alarms were found at power up. The main board was not working as intended and the low profile black panasonic supercap was present. The root cause was related to design. Replaced main board. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).